Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. The leak was identified at the screw thread. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.